Event description:
It was reported that a patient underwent a laparotomy procedure on (B)(6) 2026 and suture was used. During a laparotomy, the suture experienced rupture and fragmentation of the material during use. There was a 10 minute surgical delay reported. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 5/12/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, the following was obtained: were there any unexpected results or complications due to the long period of surgery? No how long, in minutes, did the surgery last? Not informed what tissue was being sutured when the event happened? Not informed was additional dissection required in organs/tissues other than the target tissue? No were there any changes in the patient's postoperative care due to the prolonged procedure? Not necessary. Could you perform and document the follow-up attempt for the return of the product? Yes, I can follow the process. Please provide the source or name of the person answering supplementary questions: (B)(6) hospital. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available. The following information was reported: was surgery delayed due to the reported event? Yes, if yes, number of minutes: 10, action taken when event occurred? Usaram outro fio, was procedure successfully completed? Yes, were fragments generated? No, if yes, were they removed easily without additional intervention? Unknown, patient status/ outcome / consequences no, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: no, is the patient part of a clinical study unknown,